Event description:
Report #2 of 2 received of a tubing separation while in pt use. The home care pt was receiving an intermittent tpn infusion via a hickman catheter delivered by an aim+pump. A half hour prior to the end of the infusion the pump alarmed occlusion, and it was discovered that the tubing had separated from the cartridge outlet. Tpn leaked onto the bed. The pt's family member disconnected the set and ended the infusion 1/2 hour early. There was no blood backup, no symptoms of hypoglycemia, and no adverse event or sequelae.